Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown ceramic hip. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Event description:
A patient called to report they he had a left ceramic on ceramic hip implanted in 2002. Shortly after the implant surgery due to standing and bending at the hip, patient stated they occasionally felt a slight pop (non-audible) in the hip from time to time. The patient wanted to know what devices are implanted as no specifics to the implants were provided at the time of the original surgery. Additionally, the patient mentioned that he rides a motorcycle a lot during retirement and get some cramping in the hip from time to time.